Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 2/2/98. On 2/6/98 after iabp for 113 hours, blood was noted in the extender and connector tubing. The iab was removed immediately; then, clotting could be seen within the iab. After removal of the iab, ischemia of the left limb was observed. The pt underwent angiography two hours after removal of the iab. Event complications: ischemia of the left limb - reported 2/9/98. Pt's current status; unk - rpt'd 2/9/98.